Event description:
This pt experienced declining performance over the last few months. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled. The healthcare professonal has been informed that the explanted device should be returned to cochlear ltd.